Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Caller confirmed use of room temperature insulin and a new cartridge, and with guidance from technical support successfully loaded new cartridge and resumed insulin delivery, while cartridge lot information remained unavailable.